Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 29 mg/dl. Prior to the event, the customer had eaten dinner later than usual, and delivered a bolus without checking her blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.